Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency circuit board. The insulin pump was received with a cracked reservoir tube lip.

Event description:
It was reported that the customer had multiple failed self-test alarms on the insulin pump. The customer's blood glucose level was unknown. Customer states that a bolus was not recorded in the history. Troubleshooting was performed, but the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.